Event description:
Allegedly implant was placed over a graft and bone wedge. Approximately 3/4 of the distal leg had broken off from the implant. The rest of the implant was removed but that piece remained in the body. Surgeon was pleased with fusion obtained and decided not to re-fixate over the graft.